Event description:
It was reported that the insulin pump display went blank after it got exposed to moisture. Customer reported the insulin pump was exposed to washer. Troubleshooting was done. Customer's blood glucose was 126 mg/dl. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.